Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Customer reported the keypad is unresponsive. It was reported there was no patient involvement.

Manufacturer narrative:
Added DHR to h10. A review of the device history record for sn (B)(6) was performed from 08/20/2019 to 09/09/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported the keypad is unresponsive. It was reported there was no patient involvement.